Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
An episode for inappropriate high voltage therapy was observed. Sensing appears to have deteriorated in the pace/sense channel as well as the rv coil to can channel. Noise on both channels was observed. The episode occurred while the patient was using hedge clippers. Patient was asymptomatic. The physician opted to continue to monitor the lead.